Manufacturer narrative:
H.6. Investigation summary a complaint of "fluid present on inner door¿ was received against instrument top bactec fx packaged material number: 441385, serial number: (B)(6). A bd field service engineer (fse) was communicated with the customer and discovered the fluid from old bottle due to historical sample leakage. Instructed the customer to clean the instrument; thus, the issue was resolved. Instrument was found to be functional, and the customer started using the instrument for regular use. This is an unconfirmed complaint and the root cause for the observed issue was due to the leakage of the sample from the old bottle. DHR review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged fluid leak on inner door. The following information was provided by the initial reporter: fluid on inner door; there was no adverse impact to the customer from this issue. The customer was to clean this themselves so they would follow their own procedures regarding ppe. I wasn't there.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged fluid leak on inner door. The following information was provided by the initial reporter: fluid on inner door there was no adverse impact to the customer from this issue. The customer was to clean this themselves so they would follow their own procedures regarding ppe. I wasn¿t there.